Event description:
It was reported that the patient was presented remotely via merlin.net transmission. Transmission revealed the right atrial (ra) lead exhibited low pacing impedance and was oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The patient was brought into the clinic for programming changes to resolve the event. The ra lead impedance and sensing measurements was found stable. The clinic will continue to monitor the patient. The patient was in stable condition throughout.